Event description:
It was reported that a user of the ilet experienced hyperglycemia with continuous glucose monitoring reading high and a confirmatory fingerstick of 450 mg/dl, later trending steady around 400 mg/dl before decreasing during the call to 358 mg/dl, with trace ketones noted; recent supply change occurred 3¿4 hours prior, and food intake included dinner while above 400 mg/dl with possible unannounced snacks. Symptoms included elevated blood glucose and trace ketones. Outcomes included no injury and no hospitalization, with glucose trending down during the call. Investigation included troubleshooting education on supply change timing and the impact of concurrent food intake on recovery from hyperglycemia. Investigation of this case revealed user-related factors, including meal and snack consumption during hyperglycemia, as the most plausible contributors, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with use-related and behavioral factors contributing to transient hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.